Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information h4: device manufacturer date the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from (B)(6) 2025 were analyzed. The device was put out of stand-by, a volume of 500ml was selected and the infusion started with a rate of 500ml/h at 7:41pm. A air bubble alarm occurred at 7:47pm and a line change was performed. The infusion was continued at 7:53pm. At 8:47pm the volume was reached and the kov-mode (keep vein open) started. At this time, 500ml was infused. No other abnormalities were found.

Event description:
According to the event description: on (B)(6) 2025 at 1955 hours the staff keyed in rate: 500 milliliters an hour (ml/h), volume to be infused (vtbi): 500 milliliters (ml) and intended time for 1 hour. Pump supposed to end at 2055 hours. When kvo finish, staff went to attend and notice that there is still half a bottle of medication in the bottle when the bottle should be empty. Staff took out line and placed it back after the incident. Orange roller and vent was not touched. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.